Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported rupture of implant prior to implantation.

Event description:
Un-reporting rupture, broken device is not considered severe and is not repotrable.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6